Manufacturer narrative:
Patient sex, corrected data: the initial report inadvertently did not report this information.

Event description:
On (B)(6) 2014, additional information was received that four vns patients experienced an increase in depression and were pursuing medical intervention (replacement of their vns devices). This report captures one patient¿s increase in depression. The three other patients are referenced in MFR report # 1644487-2013-03052, 1644487-2013-03054, and 1644487-2013-03056.

Event description:
An email with a link to a blog post titled (B)(6) was sent to the manufacturer. The blog was reviewed and three incidents of increased depression and one incident on cognitive behavioral changes were noted. This report is for one of the increased depression patients. The two other increased depression events are reported in MFR report numbers 1644487-2013-03051 and 1644487-2013-03052. MFR report number 1644487-2013-03054 is for the patient who experienced cognitive behavioral changes. It was reported that one patient stated that her vns battery has died, and she has been in a deeply hopeless state ever since. Attempts for additional information cannot be made as the patient for which this may have occurred and the physician information is unknown. It was noted that the person who wrote the blog post was not implanted with vns.